Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device only operated on one mode switch position. During an in-house engineering evaluation, it was determined that the battery oscillator device unit failed the functional test check only oscillated on one side of the mode switch, angle stick contact corroded, internal component had excessive corrosion, motor operated intermittently and had an unknown liquid inside of the ball bearings. It was further determined that the device failed pretest for check trigger and the electronic control unit function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.